Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to be contacted to provide follow up information when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she "could not move her left side". The patient reported that she received medical intervention from a healthcare professional but could not specify what treatment was received or the date of treatment. During troubleshooting the cca noted that there was no apparent misuse of the device and that the error message did not occur when pressing the power button. The patient had followed the correct testing process, using the correct test strip. Replacement products were sent to the patient. This complaint is being reported as the patient reported receiving medical intervention from a healthcare professional after the alleged issue occurred. Due to the lack of information available it cannot be ruled out that the subject meter did not cause or contribute to this adverse event.